Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation was 6 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The physician used an 8f mach 1 guide catheter to cross the lesion. The maverick2 monorail 20/3.0 mm balloon was being used to predilate the lesion for placement of a cypher stent. The maverick2 monorail balloon was removed and replaced with a kongo 15/3.0 mm balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.